Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and the patient experienced a loss of vision (pre-op 20/20,post-op 20/50. The event was the result of a surgeons error when entering cylinder sign in ocos. The lens was exchanged for a different power, same size on (B)(6) 2014 and this resolved the problem. Ucva on (B)(6) 2014 was 20/25.

Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - review of the complaint file indicates that the surgeon implanted a wrong lens power by mistake. The surgeon confirms the error in the complaint form or additional communications to staar. The power of the implanted lens is different from the power lens used for exchange. This resolved the problem. Symptoms reported could include: blurred vision, decreased ucva. When a wrong lens power is implanted an exchange with the correct lens power resolves the problem. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). (B)(4).